Event description:
It was reported that the device was used during a upper lobe resection procedure. During removal of the specimen the pouch broke. Specimen fell back into the patient, however, everything was retrieved. Unknown if another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). What was being performed when the malfunction occurred? Removing specimen. What specimen was being removed from the patient? Yes. What was the size of the specimen? Asku. Were there any difficulties deploying the bag? Asku. Voc pouch broken: please specify at what point the pouch broke? Prior to or during removal? Removal. Did any contents spill into the patient? Yes. What were the indications for surgery? Asku. What was found? Asku. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? Asku. The analysis results confirmed that the device was returned in good visual condition, fully deployed, the bag damaged and the suture torn. Upon evaluation, the bag was found cut near the bottom. No signs of stretched material. Following precautions should be taken: do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents. Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments. Excessive forces should be avoided during bag extraction. The batch record was reviewed and no anomalies were noted during the manufacturing process.